Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision wherein the ipg was moved from the right buttock to the right flank. The patient was reportedly doing well post-operatively.